Manufacturer narrative:
One sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six evacuated containers were broken. This was noted when opening the box containing the bottles. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. During visual inspection, the bottle was observed ¿broken¿. Based on the amount of damage to the bottle, it appears the bottle was damaged during the shipping/delivery process. A shipping investigation was performed and concluded that there is evidence to state the root cause was due to in-transit damage caused by ups. The other five devices were not received for evaluation; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.